Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife's insulin pump alarmed motion sensor test failure during a bolus delivery. The patient's blood glucose at the time of incident is unknown; however, her blood glucose declined to 20 mg/dl earlier that day. Troubleshooting was initiated for the insulin pump. A displacement test was performed and the device passed. The husband also mentioned that the insulin pump had alarmed weak battery followed by failed battery test. Troubleshooting for the battery issues could not be completed as the husband became angry when he was asked to remove the battery cap; he then disconnected the call. No products were returned or replaced.